Event description:
It was reported that; surgeon made several comments about escalate plate inserter not functioning properly during plate insertion. Plate was secured to inserter but was unexpectedly disengaging while attempting to position the implant in the cervical spine. Inserter was clamped firmly and correctly to plate prior to insertion but when torque was applied to position the plate the implant would disengage, making positioning difficult. The surgical delay was likely 5-10 min as a result of the holder disengaging the implant (probably happened at least 4 or 5 times and as a result had to be taken out and re secured/repositioned). Surgeon was able to complete surgery successfully despite above issues.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: manufacturing records were reviewed and no anomalies were found. A functionality test was performed on an escalate plate from stock and the plate holder was found to effectively hold the plate each time. No issue was found from the instrument. Conclusion: the probable root cause is likely improper loading of the plate onto the instrument.

Event description:
It was reported that; surgeon made several comments about escalate plate inserter not functioning properly during plate insertion. Plate was secured to inserter but was unexpectedly disengaging while attempting to position the implant in the cervical spine. Inserter was clamped firmly and correctly to plate prior to insertion but when torque was applied to position the plate the implant would disengage, making positioning difficult. The surgical delay was likely 5-10 min as a result of the holder disengaging the implant (probably happened at least 4 or 5 times and as a result had to be taken out and re secured/repositioned). Surgeon was able to complete surgery successfully despite above issues.